Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and the device weighed 85.73 grams. A visual analysis was performed and flat crease was observed on the shell. Under microscopic analysis noted a sharp-edged opening assessed as an unidentified tear. A missing piece of the shell was assessed as inconclusive. Additional information: d10, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. The device has been explanted.